Event description:
Customer reported vertical lift will go up but not down. No pt involvement.

Manufacturer narrative:
The service rep remove and replace vertical lift power supply. Check operation vertical lift power supply. Check operation vertical lift up and down. Repair complete system, operates as intended at this time.